Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and debris on the lens. Visual inspection found the lens haptic torn and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm,vticmo12.6, -17.0/2.0/095 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.